Manufacturer narrative:
Follow-up #1 date of submission 10/28/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data showed a pump reboot, battery alarms and a cs128 sub code fe88 replace battery alarm. During a visual inspection, the battery cap coin slot on the top of the cap was observed to be damaged. The battery cap was unable to fit securely to the pump. The battery cap contact height and width measurements were within specifications. A battery compartment crack was observed. During testing, current draws were found to be within specifications. The pump case was removed and no evidence of moisture or loose components was observed inside the pump. The complaint of a battery life issue was not duplicated during investigation. Unrelated to the complaint, the display screen was found to dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the battery cap had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.